Manufacturer narrative:
The investigation determined that the root cause is related to a single reagent kit issue (membrane or foam formation). A general reagent problem can be excluded because another reagent kit of the same lot performed according to specifications at this customer¿s site. The issue was resolved by using another reagent pack of the same lot.

Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas 8000 e 801 module for one patient. The initial result was 9.54 ng/ml. The repeat result on (B)(6) 2026 was 13.3 ng/ml.